Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for (B)(4) lot no: 018533926. Photographic images were made. Evidence that product in specification when used. Undetermined.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Additional information has been requested from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00304.

Event description:
Allegedly patient was revised due to loosening.